Event description:
It was reported that a spectrum infusion pump had a stuck #3 key. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "#3 key stuck", which was confirmed and reproduced. The device evaluation found the #3 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys were selected, an automatic output of the #3 key would occur following the selected key's function (e.g. When the #1 key is pressed, #3 will be displayed.) The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.